Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) delivered a shock inappropriately, possibly due to oversensed mypotentials.